Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead impedance warning on the right ventricular (rv) lead with no notable high or low impedance counts. The lead remains in use. No patient complications have been reported as a result of this event.